Event description:
It was reported that a spectrum pump displayed system error 105 alarm. No patient injury was reported. No further info was available.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device has been received by baxter for evaluation. The investigation is not complete at this time. A supplemental report will be provided when the investigation is completed.